Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) who indicated there were problems with speaker of x3 module. As the system was under contract, the rse ordered a replacement speaker to be sent to the customer. No further actions were taken. Based on the information available and the communication with the biomed, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting address line 1: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue x3 module indicating that the speaker was faulty; there was no sound from the speaker. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.